Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit or random component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection had an image problem; the image was not displayed due to damage to the ccd unit. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information: h4.

Event description:
No additional information received from customer.